Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported no complaint against the right side device. Device was explanted. Healthcare professional reported "capsular contracture baker grade 3."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the shell and weight to the spec. Voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture baker grade 3." Device was explanted.